Manufacturer narrative:
Concomitant product: product ID 3093-2,8 lot # v225114, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The patient stated she could feel the implantable neurostimulator (ins) moving and the lead was too long. There was a bulge under the middle of her back "you could see it." The patient then went to see their health care provider who shortened the lead and stated the lead was causing spasms because the lead was connected to the bladder. It was noted since the health care provider fixed the lead and it's has help with symptoms. The patient indicated that manufacturer representative was aware of the issue. The patient indicated that pain in front of her legs was prior to ins. The patient mentioned that when the first ins was put in she had front leg pain. Additional information reported on (B)(6) 2015 indicated that lead was superficial and was retunnelled more deep. It was noted that the implantable neurostimulator was low and was replaced. The was no obvious cause determined. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.